Event description:
Caller reported experiencing multiple cartridge alarm 20 alerts during the load process, but not during pumping. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl in any instance. The customer was able to successfully reload the same cartridge and resume insulin therapy independently, without needing assistance from technical support, and the issue was ultimately resolved.